Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G6: report type ¿ updated/follow-up. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. It was determined that loss of connection was related to the mobile application. Off-label/misuse statement. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.